Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to curve and unable to straighten were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, posterior flail, and enlarged atrium. A steerable guide catheter was inserted without issues and advanced to the mitral valve, and a mitraclip xtr was inserted and advanced into the left ventricle (lv). However, inability to curve and straighten the sgc occurred, and while in the lv, the clip became caught in chordae. Troubleshooting was performed but was not successful. The clip was unable to freed and a decision was made to implant the clip. However, due to patient anatomy and difficulties visualizing the clip during the procedure, difficulty accurately evaluating the length of leaflet insertion occurred. The clip was implanted on both leaflets, with chordae, where it was stuck. The mr was reduced to a grade of 1+. On (B)(6) 2024, the patient returned with atrial fibrillation and rapid heart rate. An echocardiogram was performed and revealed recurrent mr grade 4 and tissue damage. The clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2024, the patient underwent a mitral valve replacement surgery.